Event description:
It was reported that prior to use, when the 2.75 x 23 mm promus stent was removed from the packaging, the stent delivery system (sds) tip separated. The device was not used in the patient. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, and preparation/use of the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. In this case, without the product to examine, a conclusive cause could not be determined. In this case, based on the information provided and without the product to examine, a definitive cause of the tip separation cannot be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for tip separations. There is no indication of a product quality deficiency.